Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr head and bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup and stem. Similar complaints have been identified for the hemi head and sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production.. Review of the product's information for use found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although elevated metal ions may be consistent with findings associated with metal debris, the root cause of the reported elevated metal ion levels cannot be confirmed and it cannot be concluded that the elevated ions were associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that the patient underwent two revisions due to pain and elevated cobalt and chromium levels. Patient had a bilateral primary surgery on different dates and started to present feelings of pain. Upon checking it was discovered that the patient had above normal levels of cobalt and chromium levels on his blood, therefore it was decided to revise the right hip and then the left hip.